Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt was implanted into a patient on (B)(6) 2022 the device was explanted from the patient due to a leaflet tear on the non-coronary leaflet and replaced with a non-abbott device. The patient remained hemodynamically stable throughout the procedure. The patient is discharged. No patient consequences were reported.

Manufacturer narrative:
An event of explant due to tear in non-coronary cusp was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported event could not be conclusively determined.